Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine device check, crosstalk on ventricular lead was observed. There was also a slight increase in capture threshold. Patient had a sick sinus syndrome and was pacing in atrium 100% of the time. Ventricular lead was capped and replaced on (B)(6) 2016 to address the crosstalk issue. Patient was doing fine with no adverse consequences.